Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 09/25/2018. Device summary evaluation: a visual examination was performed on the returned device, and noted the balloon was received deployed. The balloon shell was noted to be discolored, as it was dark green in appearance. The center patch was noted to be discolored, as it was yellow in appearance. Three openings were noted on the posterior portion of the balloon shell. A small portion of the shell appeared to be missing from one of the openings on the posterior portion of the shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the device valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from several openings on the posterior portion of the balloon shell. Under microscopic analysis, eight openings were noted on the posterior portion of the shell. All eight openings were observed to have striated edges, consistent with damage from a surgical tool. A small portion of the shell appeared to be missing from one opening. Orange particulate matter was noted on the inner surface of the valve channel.

Manufacturer narrative:
Medwatch sent to FDA on 08/13/2018. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Review of the device labeling notes the following: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon.

Event description:
Reported as: a patient with the orbera intragastric balloon complained of abdominal discomfort. X-ray and endoscopy verified that the balloon was with air and liquid. It was necessary the explant of the balloon. Device was removed and replaced.